Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they jumped in the pool prior to the alarm. No further information reported.

Manufacturer narrative:
The escape and act buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarm was noted during testing. Moisture damage was found on electronic and motor assembly. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.